Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code appeared again. The caller acknowledged and understood the instructions.